Event description:
A male, whose anatomy was not tortuous or calcified, underwent initial aaa repair in 2007. The physician placed a flex main body and two iliac leg grafts. Then in 2008, due to a fast running type I endoleak filling the aneurysm sac, the physician placed a renu cuff. The flex main body was 2cm below the lowest renal artery. The placement of the renu device did not fix the endoleak. The physician decided to wait and see what the follow up CT scan shows.

Manufacturer narrative:
Additional info: each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Specifically, the IFU cautions that the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and performance of their endovascular graft. Pts with specific clinical findings (e.g. Endoleaks, enlarging aneurysms, or changes in the structure or position of the endovascular graft) should receive add'l follow-up. After endovascular graft placement, the pt should be regularly monitored for perigraft flow, aneurysm growth, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required including: abdominal radiographs to examine device integrity (e.g. Separation between components or stent fracture) and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complication or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar info. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.